Event description:
Reporter alleged the customer's compact system read 317 mg/dl back to back with a professional measurement of 131 mg/dl. An exact timeframe between tests was not provided other than the reference to back to back testing. Reporter stated the customers diabetes medications were changed as a result of the difference in the readings. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.